Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to patient dissatisfaction and headache/discomfort. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4). Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - ocular discomfort is a very subjective and broad symptom that could be mainly related to inflammation or irritation of sensitive structures. The icl is a plate-haptic lens that sits on the posterior sulcus-ciliary body area. Although highly unlikely in the presence of optimally vaulting icl, the icl footplates might compress the ciliary body structure leading to ocular discomfort. Unusually large ciliary processes (anatomical variance) could also be the source of the symptom, as well as the presence/rupture of an undetected cyst. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).